Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete (B)(4).

Event description:
The customer reported that the device can't charge.there was no adverse patient impact reported.